Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic pacemaker dependent patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited back up vvi operation. The device was explanted and replaced on (B)(6) 2015.